Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was elevated. The customer changed out his cartridge, tubing, and site. As the supplies on the pump were changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Tandem clinical diabetes specialist indicated that the customer's healthcare provider (hcp) was informed of the occlusion and any training, if necessary, would be provided.